Event description:
It was reported that a cgm error 42 occurred with the customer's device. There was no adverse impact to the customer's blood glucose level. Technical support guided the customer through a complete pump reset, after which the error did not reappear, and the customer successfully started their sensor session.